Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow-up information revealed the patient's ipg reflected a "generator cannot be repaired" error message. The ipg was confirmed to be inoperable by a company representative. As such, the patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. No further information is known at this time.

Event description:
Follow-up information the patient's ipg became inoperable following an unrelated surgery in (B)(6) 2017. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored following the procedure.